Event description:
The customer reported that the device intermittently fails to turn on using either ac or battery power. There has been no patient use associated with the reported events.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to an intermittent failure on the power pcb assembly. The discreet component root cause was not determined. The power supply assembly will be replaced and the device will be returned to the customer.